Manufacturer narrative:
Investigation findings: the work order was reviewed for discrepancies that would have contributed to the reported issue. No discrepancies were identified. (B)(4), lot number 5738 and 5689, was identified as being utilized to produce finished good (B)(4), lot number 38701540. Raw material (B)(4) is supplied to deroyal by (B)(6). The 2013-2015 supplier corrective action report (scar) and supplier notification letter logs were reviewed for similar complaints. Two previous reports were identified as being received in the 2014 indicating the product would not respond when depressing the button. Due to the similar complaints, (B)(4) was issued. (B)(6) representative identified a discrepancy with raw material lot number 5689 referenced within the scar. Additional communication with deroyal's manufacturing facility's qc identified that a typing error occurred during the documentation of the work order. The lot number has been corrected to 5698. Two representative samples of lot number 38701540 were returned and still contained within the deroyal sterilization pouch. The samples were forwarded to the vendor for evaluation. (B)(6) requested deroyal identify which identified raw material lot numbers were utilized in the complete work order but not to the specific component. This information was provided to the vendor. I.c. Medical references this within the checkpoint section of the scar response. The samples were evaluated and subjected to functional testing. The product functioned within specification and the reported issue was unable to be confirmed. Refer to the completed (B)(4). The qfi report was reviewed for sales and similar complaint information for the finished good. (B)(4). Deroyal will continue to track and trend for this type of report and will recognize if it transitions to a systemic issue. Correction: a credit has been provided on order# (B)(4). Root cause analysis: scar: the true root cause for the reported issue was unable to be identified due to the actual device in which the issue has occurred not being returned for evaluation. The representative samples returned and functioned within specification upon testing. Corrective action and/or systemic correction action taken: scar: a corrective action has not been taken. Preventive action: scar: a preventive action has not been taken by the vendor. The investigation is complete at this time. This report will be updated if more information becomes available.

Event description:
Not making a connection with the bovie. There is a dead click. Length of delay was 2 minutes.